Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, the most probable cause of the complaint (corrosion and cracked in z-block (server plug-in) and crack around the adhesive of light guide lens) was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign object in air/water channel, air/water cylinder, around the adhesive of the objective lens, corrosion and cracked in z-block (server plug-in) and crack around the adhesive of light guide lens. There was no patient involvement.